Event description:
The user facility reported that air was injected into the pt during an angiographic procedure. A health care professional at the user facility reported that there were no complications with the pt, and that other physicians suspect that the event occurred due to operator error. Additional info was requested from the user facility by the distributor but as of the dae of this report there was none made available.